Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/05/2015 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the pump powered up properly. The display was dim and discolored. The bolus button cover was detached and the button was un-responsive. Review of black box data found call service alarm 12 in the pump history and time/date reset to default. During evaluation, the call service alarm issue was not duplicated. However, the pump would not retain the user programmed time/date settings when the primary aa battery was removed. Investigation revealed that the internal clock battery on the printed circuit board malfunctioned. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display was dim/discolored and the bolus button was un-responsive. This report is made based on results of investigation completed on 12/05/2015.